Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (unable to deliver pulse) was confirmed due to shorted c6, c7, q2 and u6 components on the computer/analog pca. The monitor did not pass detect and treat testing. The root cause of the shorted components cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to fire a pulse.